Manufacturer narrative:
Sterilization and lot history records were reviewed and no exceptions were found. Corrective and preventative action was initiated to address the issue. Product has been rec'd for eval, however, the eval is not yet complete. A f/u report will be submitted upon completion of the eval. Report 3 of 5.

Event description:
Report rec'd from (B)(6) states: "the cutting quality is not good. The cutter slowed down during the operation (the cutting rate decreased till the standstill). No pt impact." It was reported that this occurred five times during the same procedure.